Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed as planned by moving the system manually. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform longitudinal movements. Review of the system log files showed ¿application error: motor assembly error in the longitudinal direction¿. Upon troubleshooting, fse found that the longitudinal motor wheel was defective, and the rubber wheel was damaged. To resolve the issue, fse replaced clea longitudinal motor drive. The defective part was returned to philips for failure analysis and the cause of the failure was identified to be the presence of oil that can be smelled and felt when the item is held, corrosion around the insert, and the pressure wheel had been catastrophically damaged. After replacement of the longitudinal motor drive, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury from recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform longitudinal movements. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.